Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a decrease in pacing impedance measurements from mid 800 ohgms to around 300 ohms in a two month period. Boston scientific technical services (ts) was consulted and suggested further evaluation. At that time the physician opted to continue to monitor the lead. Nine months later the rv lead continued to exhibit decreased impedance measurements to 250 ohms along with low r wave measurements. A revision procedure was performed where insulation damage that exposed the conductor coils was observed near the clavicle region and confirmed via fluoroscopy. It was noted that the noise was not able to be created on the rv channel. The lead was explanted and replaced. Upon removal of the lead, it was noted that the tip was fibrosed, which was thought to be a possible contributor to the low r wave measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed in two segments at 22.5 cm from the terminal pin and a third segment with trilumen insulation only. Tissue was noted on the helix. Visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported decrease impedance measurement was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a decrease in pacing impedance measurements from mid 800 ohgms to around 300 ohms in a two month period. Boston scientific technical services (ts) was consulted and suggested further evaluation. At that time the physician opted to continue to monitor the lead. Nine months later the rv lead continued to exhibit decreased impedance measurements to 250 ohms along with low r wave measurements. A revision procedure was performed where insulation damage that exposed the conductor coils was observed near the clavicle region and confirmed via fluoroscopy. It was noted that the noise was not able to be created on the rv channel. The lead was explanted and replaced. Upon removal of the lead, it was noted that the tip was fibrosed, which was thought to be a possible contributor to the low r wave measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.